Manufacturer narrative:
(B)(4).

Event description:
It was further reported that due to the intermittent claudication in the left lower extremity patient's ankle-brachial index (abi) was observed to have fallen to 0.43. In (B)(6) 2016, it was a 90% in-stent restenosis of the previously placed study stent in the left mid to distal superficial femoral artery (sfa) and proximal popliteal artery.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that restenosis occurred. In (B)(6) 2012, the patient's rutherford assessment was category 3 and four days later, the index procedure was performed. The target lesion was located in the left proximal and mid superficial femoral artery (sfa) with 100% stenosis, reference vessel diameter of 5mm, a length of 90mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of an innova stent. Following post-dilatation, the residual stenosis was 25%. Three days later, the patient was discharged on antiplatelet therapy. In (B)(6) 2016, stenosis in the left common femoral artery was identified. In (B)(6) 2016, the patient was hospitalized and plain old balloon angioplasty (poba) was performed to treat the stenosis in the left common femoral artery. The following day, stenosis was identified in the left sfa and proximal popliteal artery. The left sfa and proximal popliteal artery were treated with poba. The following day, the event was considered to be resolved without residual effects and the patient was discharged on the same day.